Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding an erroneously depressed sodium (na) result on a patient sample obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported to siemens that they obtained an erroneously depressed sodium (na) result on a patient sample on an atellica ch 930 analyzer. The erroneously depressed result was not reported to the physician(s). The same sample was reprocessed on an alternate atellica ch 930 analyzer. A higher reprocessed result was obtained and matched the patient¿s previous history. The higher reprocessed result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed sodium (na) result.

Manufacturer narrative:
Correction (18-may-2024): siemens healthcare diagnostics headquarters support center (hsc) reviewed the instrument data files. The review of the instrument data revealed that the reprocessed (correct) result for the affected sample was obtained on an alternate atellica ch 930 analyzer serial number (B)(6) as indicated in the initial MDR. Section b6 has been updated to reflect the correct information. Additional information (18-may-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. There were no integrated multisensor technology (imt) calibration errors observed. Quality control (qc) recovery was within the customer¿s expected ranges, and no issues were reported with the other patient samples, indicating that the sodium (na) assay was performing acceptably. The cause of the event is consistent with a sample integrity issue. The initial aspiration cleared the fibrin or particulates from the affected sample, and the repeat aspiration was not affected. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00103 was filed on 16-may-2024.